Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ivd leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "fluidic leak.¿ 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Waste, but customer not exposed as instrument shut down and user wearing correct ppe. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No.

Event description:
It was reported that while using bd facscanto¿ ivd leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "fluidic leak¿ 1. Is the leak fluid or air? = fluid 2. Was the leak contained within the instrument? No 3. Was the fluid actively spraying about outside the machine? No 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Waste, but customer not exposed as instrument shut down and user wearing correct ppe 5. Did the leaked liquid have bleach mixed in? No 6. Was anyone injured due to the leaked liquid? No

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ivd, part # 337175, serial # (B)(6). ¿ problem statement: customer reported complaint regarding leak not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6)2021 to (B)(6)2022. ¿ complaint trend: there are 3 complaints related to the reported issue- date range from (B)(6)2021 to (B)(6)2022. ¿ manufacturing device history record (DHR) review: DHR part # 337175 serial # (B)(6), file #(b)(6 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a broken connector (pn 33045) on the waste line. The customer informed that they noticed a leak under the wet-cart. After discussing with the customer, the field service representative (fsr) noticed a puddle under the wet cart. The fsr investigated the issue and performed a fluidics startup. Fsr confirmed that there was a broken connector on the waste line and liquid was dripping. They proceeded to perform a replacement. After replacing the connector, the fsr performed a fluidics startup and verified that there were no further leaks. The instrument is performing as intended. The part was not requested for evaluation because it is not returnable and was discarded. Although the leak was waste and there was potential for exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. Bd facscanto flow cytometer instructions for use (IFU), # 23-14730-03 rev. 01/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. ¿ service max review: review of related work order #: 02558058, 02572239, case # 01754646 install date: 21sep2004 defective part number: 33045 work order notes: o subject: 337175 - bd facscanto ivd - leak under wetcart o problem description: customer approached chh while he was on another repairs call on same site, and informed that they have noticed leak under wet-cart. O work performed:(B)(6)2022: discussed the issue with customer and noticed puddle under wet cart. Open the wet cart and checked found plenty of liquid in the wet cart. Investigated further and performed fluidics startup found broken connector on waste line liquid was dripping. Replaced the broken connector p/n-33045, from bd stock. Performed fluidics startup and checked no leaks. System is working satisfactorily without any leaks. Repair intervention completed. O cause: (B)(6)2022: discussed the issue with customer and noticed puddle under wet cart. Open the wet cart and checked found plenty of liquid in the wet cart. Investigated further and performed fluidics startup found broken connector on waste line liquid was dripping. Replaced the broken connector p/n-33045, from bd stock. Performed fluidics startup and checked no leaks. System is working satisfactorily without any leaks. Repair intervention completed. O solution: (B)(6)2022: discussed the issue with customer and noticed puddle under wet cart. Open the wet cart and checked found plenty of liquid in the wet cart. Investigated further and performed fluidics startup found broken connector on waste line liquid was dripping. Replaced the broken connector p/n-33045, from bd stock. Performed fluidics startup and checked no leaks. System is working satisfactorily without any leaks. Repair intervention completed. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338942ra, rev. 08/vers. G, bd facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o ID: 3.1.12 o hazard: potential leakage o cause: potential lack of workmanship during assembly o harmful effects: potential biohazard exposure o risk control: qualification and first article inspection. O implementation verification: vp # 11392 protocol o effectiveness verification: vp # 11392 report o probability: 1 o severity: 4 o risk index: 4 o residual risk evaluation: afap o new hazards: none mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause was due to a broken connector on the waste line. ¿ conclusion: based on the investigation results, the root cause of the leak not contained within the instrument was due to a broken connector on the waste line. The fsr confirmed the issue replaced the connector. After the replacement, the fsr performed a fluidics startup and verified that the instrument is functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. ¿ supporting document: n/a.